Event description:
It was reported that the patient experienced coupling and or communication issues. The patient was instructed on improving coupling while recharging, and went from 2 bars to 8 bars of coupling. A power-on-reset condition was reported. The patient continued to charge the device, and was instructed on clearing the por message when the device was fully charged. This resolved the reported issue. It was noted that the patient had an appointment with his hcp scheduled for (B)(6).

Manufacturer narrative:
Lead model 3389s-40, lot # v344574, implanted: (B)(6) 2009, explanted: na; lead model 3389s-40, lot # v344574, implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; programmer model 37642, serial # (B)(4); recharger model 37651, serial # unknown.